Manufacturer narrative:
(Phone number):(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, swelling, redness, hardening, and moral damage.

Event description:
Patient reported right side "pain, swelling, redness, hardening" and "moral damage." Healthcare professional also reported that patient presents depressed mood, anhedonia, hypobulia, frequent crying, ideation of a.e with previous attempts, paroxysmal anxiety, insomnia and capsular contracture baker grade iii. Device remains implanted.